Event description:
It was reported that during testing conducted at the manufacturer, the drill attachment heated up. This event did not occur in a surgical environment, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was returned to the manufacturer for an unrelated issue and upon evaluation, an overheating condition was discovered. Internal components were evaluated, and corrosion/foreign debris was found throughout the device, including the bearings. The presence of corrosion and debris can lead to increased friction among rotating components, resulting in heat being generated. Improper or inadequate cleaning/sterilization techniques can contribute to the buildup of corrosion and foreign material within this device. The drill attachment could not be repaired, and therefore was not returned to the user facility.